Event description:
It was reported through the stryker facebook page, 'I'm 5 weeks out from my total knee revision. My shin and calf hurt so much. I thought that I would be further along by now. My orthopedic surgeon is so busy that I can't talk to him or his nurse. I had a stryker knee replacement.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the stryker facebook page, 'I'm 5 weeks out from my total knee revision. My shin and calf hurt so much. I thought that I would be further along by now. My orthopedic surgeon is so busy that I can't talk to him or his nurse. I had a stryker knee replacement. Additional fb comment received, "the first month I was afraid that I had made a bad decision to have the same knee replaced again. I'm somewhat better now than when I first commented. I was very bruised on my calf and it was very swollen. I was afraid of blood clots, but I had to take two baby aspirins, one at morning and night. I was also prescribed hydrocodone, gabapentin and celeoxib. I'm still using a cane. It's still difficult to get dressed. When I take my shower, I feel unstable, but I do have a handicapped shower with grab bars and grab bars by the toilet. At night my shin bone has stabbing pains! I was supposed to begin physical therapy 3 weeks ago, but that was put on hold because I'm right where hurricane helene hit the (B)(6). I hope to start my therapy next week. Even my orthopedic surgeon's office was closed. I have my second follow up on (B)(6)! Most of my medications made me sleep well, but now I can't sleep! If I can get my balance back and walk without a cane, I'll be satisfied that I had the replacement. Before my first knee replacement in 2021, I was active. I love gardening. My fiancé like to dance and I couldn't do those things anymore. I was almost to the point of getting one of those "life alert" buttons that you wear around your neck, because I was always falling. I just want to be able to halfway normal and feel healthy again! Please let me know about your progress. No one can understand a knee replacement, unless they've had one! Bless you!"

Manufacturer narrative:
Reported event: an event regarding revision involving an unknown knee implant was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.